Event description:
It was reported that this patient's right ventricular (rv) lead capture threshold and pacing impedance highly increased shortly after this patient had an implantable pulse generator (pacemaker) replacement. Technical services (ts) reviewed the case and noticed extremely high energy consumption and premature battery depletion as well on this patient's pacemaker, which indicates possible integrated circuit failure. Ts recommended to replace this patient's pacemaker as soon as possible. Subsequently, this patient's rv lead and pacemaker were surgically abandoned and explanted, respectively. No additional adverse patient effects were reported.